Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon lamp went dark after about 50 hours of use. The event occurred during sedation for an unspecified diagnostic procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: wear of the lamp. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the light amount became low due to wear of the lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.